Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. As a result of the peritonitis, the patient experienced abdominal pain. The patient's cavity was washed with peritoneal dialysis fluid. The patient later began treatment with cefathiamidine (1.0 units not reported) and etimicin (0.1 units not reported) twice daily in the fluid. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that therapy was discontinued and the patient's catheter was removed. The patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with teicoplanin and fluconazole for the events. On a later date, the patient recovered from the events. Should additional relevant information become available, a follow-up report will be submitted.